Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. During device evaluation, the following non-reportable defect was found: digital visual interface connector is loose. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the event occurred, due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the digital video interface signal (dvi) output had no signal. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a printed circuit board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.